Manufacturer narrative:
Per the clinic, the patient underwent surgery on (B)(6) 2013, for the removal of titanium mesh placed during implantation to secure the device. This report is filed (B)(4) 2013. Implanted device remains.

Event description:
Per the clinic, the patient experienced breakdown of skin flap tissue above the receiver/stimulator (date not reported). The implanted device remains.it is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.